Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - suctioning water was not performed at precleaning. - flushing was not performed for air/water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cover -- - insulation < threshold - distal end --- lens glue (1x) --- worn out - charged coupled device cover lens glue --- worn out - bending section rubber glue --- separated - connecting tube --- scratch - switch 1 --- wear and tear - universal cord --- wrinkle - up down / right left knob --- angulation --- less or specified value - connecting tube --- snakiness - distal end --- biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event.. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Precleaning the endoscope and accessories" "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." "Aspirate water" "flush the air/water channel with water and air" "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. On (B)(6) 2022, the biopsy channel, suction channel, and air/water channel were sampled. The device tested positive for klebsiella pneumoniae and metabacillus galliciensis at the distal end (biopsy channel) and escherichia coli in the biopsy/suction channel. The results are as follows: total flora: biopsy channel: five (5) colony forming units (cfu) suction channel: two (2) cfu air/water channel: less than one (<1) cfu. Pathogenic flora: biopsy channel: five (5) cfu suction channel: two (2) cfu air/water channel: less than one (<1) cfu. On (B)(6) 2022, the biopsy channel, suction channel, and air/water channel were sampled again. The device tested positive for klebsiella pneumoniae on the distal tip and the biopsy/suction channel, and staphylococcus epidermidis and staphylococcus warneri. The results are as follows: total flora: biopsy channel: five (5) cfu suction channel: six (6) cfu air/water channel: 12 cfu. Pathogenic flora: biopsy channel: two (2) cfu suction channel: six (6) cfu air/water channel: less than one (<1) cfu.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes, indicating that the scope is manually cleaned by brushing the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator, with aniosyme x3 detergent. The scope is stored in a drying cabinet (dsc8000), in a horizontal orientation. The scope is not sterilized. Olympus is the maintenance company. The automatic endoscope reprocessor (aer) was reportedly microbiologically tested; however, the results were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.